Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the 2.5x15mm xience xpedition stent was successfully implanted in proximal right coronary artery (rca) to treat a 90% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient experienced chest pain and was hospitalized on (B)(6) 2017 with a diagnosis of coronary heart disease and unstable angina pectoris. On (B)(6) 2017, two stents were implanted in the left anterior descending coronary artery (lad). On (B)(6) 2017, the rca was treated with a drug eluting balloon for narrowing in the xience xpedition stent and a new lesion in the mid rca. Additionally, medication was provided. The condition was noted to be improved and on (B)(6) 2017, the patient was discharged. There was no additional information provided.